Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the tip of the elevator fractured during a procedure. They had to stop and x-ray to see if the tip was left in the patient. This caused a delay of approximately twenty to thirty minutes, though there was no patient injury. Attempts have been made and no further information has been provided. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The exodontia elevator #46r serrated (part# 09-0252, lot# 022718b18) was visually evaluated. The elevator had some slight discoloring, likely a result of residue from the autoclave process. The tip of the elevator was also clearly fractured at the distal end. Device history record (DHR) was reviewed and no discrepancies were found. There are no indications of manufacturing defects. Investigation results concluded that the reported event was due to the product experienced excessive force during use. The instructions for use (IFU) for this product has the following information provided in the section titled warnings and precautions: when handling sharp instruments use extreme caution to avoid injury: avoid undue stress or strain when handling or cleaning instruments. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. The lot number reported by the customer is different from the lot number on the returned product. Lot number corrected from 061014e14 to 022718b18. Serial number corrected from e14 to b18. Device manufacture date corrected from jun 10, 2014 to mar 7, 2018.